Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. After multiple attempts, the pt body weight and device lot number was unavailable.

Event description:
A gore viabahn endoprosthesis was implanted in 2009. As reported, the next day the device thrombosed. The pt received thrombolysis, which successfully resolved the thrombosis. The pt later experienced multiple thrombolytic events in the lower extremities. In the same month, the pt received a leg amputation. The physician did not feel the device implant caused or contributed to the amputation.